Event description:
It was reported that externalized conductors were observed during generator upgrade. The lead electrical parameters were normal and the patient was asymptomatic. The lead was capped and replaced without complication.

Manufacturer narrative:
.